Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was failure of the power switch due to design.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the power switch was stuck in the off position. The switch was determined to be a previous design version. The investigation is ongoing, and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power button was stuck in the off position. The problem, as reported to olympus, was first identified at the end of a procedure. There was no patient injury, associated with the problem, reported to olympus.